Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high/low glucose alarm issue when using the freestyle libre 2 sensor with the freestyle librelink application. The caller reported that the low glucose alarm failed to trigger when the customer became hypoglycemic, and therefore the customer became unable to treat themselves. The customer was treated with glucosprint (glucose) and sugar by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and fs libre sensor kit passed all tests prior to release. Attempted to activate high/low glucose alarms with an iphone 8 using a good known libre 2 sensor. The iphone 8 successfully received high/low glucose alarms. The investigation did not identify any issues with the librelink app. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high/low glucose alarm issue when using the freestyle libre 2 sensor with the freestyle librelink application. The caller reported that the low glucose alarm failed to trigger when the customer became hypoglycemic, and therefore the customer became unable to treat themselves. The customer was treated with glucosprint (glucose) and sugar by a third-party. There was no report of death or permanent injury associated with this event.